Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a follow up in clinic, high capture threshold was observed on the patient's right ventricular lead. The lead was explanted and replaced. The patient was stable following the procedure.